Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states spacer block has one ball seal missing and one ball seal deformed. The investigation confirmed that one of springs was damaged and the other had disassociated. There is no information given as to the point during use at which the failure occurred, however as considerable force would be needed to cause such a failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. Although one of the springs has not been returned, the complaint form does not state any observations regarding the spring. In addition, the complaint form does not give any indication that there was a patient effect, and no surgical delay reported, therefore it is assumed that there is no patient risk associated with this complaint. This issue will be further monitored in post market surveillance. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spacer block has one ball seal missing and one ball seal deformed.